Event description:
The customer reported image misorientation issues, and system displayed a generator data error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board. System operates as intended. (B) (4).